Event description:
It was reported that the device alarmed with blank screen. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the case damaged. Microprocessor unit board and all components inside device pump had been contaminated by fluid ingression. Functional testing found the problem was duplicated. Found the microprocessor unit board had been contaminated by fluid ingression cause alarming with blank liquid crystal display (lcd). Recommended microprocessor unit board to replaced. The root cause of the reported issue was found to be customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: h4: device manufacture date 09/26/2003.